Manufacturer narrative:
(B)(4) - the device was manufactured june 26, 2014 - june 27, 2014. The device was received for evaluation. Visual and microscopic inspection were performed and revealed no evidence of particulate matter either inside or outside the balloon. The device was found to meet specifications. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter in the balloon of a half day infusor. This was found during filling. There was no patient involvement. No additional information is available. This is report 1 of 2.